Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. After a jupiter fc guidewire was cross the lesion, a 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed using a sterling balloon catheter, added with a drug-coated balloon. No patient complications were reported, and patient condition was good post procedure.